Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the malfunction of cooling unit defect. Review of system log file confirmed the malfunction of cooling unit. Upon troubleshooting, fse identified that there was oil leakage in chiller. The philips engineer replaced the cooling unit. After replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that an undefined error was prompted intermittently during fluoroscopy and reboot did not resolve the issue. The system use at the time of event was in clinical use and there was a delay in the procedure. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the operating system hard drive and restored ghost back up which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.